Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc experienced a needle that would not retract during use. The following information was provided by the initial reporter: the needle didn't retract even pressed the safety mechanism button.

Manufacturer narrative:
H.6. Investigation: bd received a used 24 gauge instye autoguard blood control unit from lot 9113605 for evaluation. A review of the device history record was performed for the reported lot and no related quality issues were found during production. Our quality engineer visually inspected the returned unit and observed cured adhesive between the flange of the white button and the hub. Next, a function retraction test was performed and the unit failed to retract. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that the cured adhesive was preventing the unit from retracting. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc experienced a needle that would not retract during use. The following information was provided by the initial reporter: the needle didn't retract even pressed the safety mechanism button.